Event description:
Pt underwent bilateral total knee replacements on (B)(6) 2013 due to degenerative joint disease. As the left sided total knee procedure neared completion, "an on-q pain pump was inserted into the superior lateral position into the joint...the wound was closed in layered fashion with #2-0 vicryl and a 2-0 mono-derm quill subcuticular and dermabond for the skin edge. On post-op day #2 while attempting to remove the on-q pain pump catheter, resistance was met. The knee was repositioned with continued slow, gentle pulling of the catheter. The catheter tubing broke and the tip of the line could not be retrieved. The pt returned to the operating room and the catheter was removed arthroscopically, a 9.2 cm piece was removed.